Manufacturer narrative:
(B)(4) reports small plastic piece broke off handle, all were collected. Pieces were easily retrieved without any trouble. Conclusion and justification status: the complaint states small plastic piece broke off handle all were collected. Pieces were easily retrieved without any trouble. Instruments are part of the hospital consigned instruments. The patient was discharged immediately after the event. The investigation could not confirm the complaint as no product was returned. It should be noted that the lot number indicates that it was placed into stock on 10 feb 2011 and hence has had the potential to be use for over 4 years. Previous investigations have found that design change was implemented for this product (eco-321614) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. Dra-001725 was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra a hhe was completed (dva-108291-hhe) and concluded that the risk is medium and that no further action is necessary. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Small plastic piece broke off handle all were collected. Pieces were easily retrieved without any trouble.